Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and that the sensor was not communicating with the insulin pump. The customer's blood glucose level was 593 mg/dl. The customer removed the sensor and found that the cannula was bent. The customer's sensor was replaced, however nothing was returned for analysis.